Manufacturer narrative:
Section d6a: implant date: not applicable, as there is no indication that the lens was implanted. Section d6b: explant date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during lens implantation the intraocular lens (iol) did not move, subsequently the amputated haptic was observed in the cartridge. The patient was already sedated and remained on a stretcher for approximately 50 minutes while a replacement lens (zfr model) was obtained from another unit however, the account reported the delay was not clinically significant. It was confirmed that there was no patient contact with the product. The patient post operative outcome is good. The damaged lens could not be recovered for physical return. No further information as provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: a photograph that was provided by the customer was evaluated. No suspect product was received. The photograph displayed the lens module and cartridge disassembled from the handpiece. The suspect lens was observed to the right of the cartridge and with a haptic detached. Due to no product received, no further evaluation could be performed. The complaint issue "haptic detached" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "stuck in cartridge" was not identified during photograph evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.